Event description:
Un-reporting wound dehiscence.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
The subject received "metronidazole," "amoxicillin," and "potassium clauvulante" to treat the infection. Healthcare professional later reported "when palpating breast near this wound, more fluid was produced. Slight swelling and redness noted."

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: wound dehiscence.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and bacterial infection.

Event description:
Healthcare professional reported "infected seroma" and later bacterial infection. This record is for the left side. The device was explanted.